Event description:
It was reported that during device unpackagaing and preparation, the rx zeta stent delivery system (sds) was noted to be damaged in the proximal balloon area. The yellow protective sheath was attempted to be removed and a fragment of the distal sds was removed with it. The device was not used. There was no patient involvement. A second rx zeta sds was used for the procedure without incident. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx zeta stent delivery system (sds) noted no blood or contrast visible. The stent implant was undamaged and stationary on the tightly-folded balloon between the markers. These observations are consistent with the reported information that the product was not used in the anatomy. There was no damage noted to the balloon as reported or to the sds, and an orange (not yellow)protective sheath was returned over the stent implant. There was no damage noted to the returned stylet and orange protective sheath. The outer diameters of the stent implant were measured and met manufacturing criteria. The measured inner diameter of the orange protective sheath was greater than the maximum measured stent outer diameter, suggesting that the sheath would not have contributed to the reported difficulty. Additionally, as the returned stylet and sheath were advanced over the stent implant and removed without resistance, the reported difficult to remove the protective sheath and balloon damage could not be confirmed. It is possible that user technique, handling or perception of the difficulty contributed to the reported complaint. However, as the returned product revealed no product quality deficiency, a conclusive cause cannot be determined for the reported event. A review of the device lot history record (lhr) revealed no nonconforming material records, indicating all lot release testing results met specification. Also, a query of the complaint-handling database for the lot revealed no other incidents reported. Additionally, the lhr revealed that the sheath used for this device is orange colored. There is no indication of a product quality deficiency. During manufacturing, all stent delivery systems are inspected for stent damage, finished good sheath damage, and proper crimped stent outer diameter. Additionally, a sampling of units is destructively tested to lot release to verify proper crimped stent outer diameter.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.